Event description:
The device failed during use in the electrophysiology laboratory. A replacement device was obtained and there were no patient injuries. We were able to obtain a report from boston scientific: the issue was potentially due to a component failure (fet q11-p/n 21056) on the rf board. A 100 ohm reading was detected between the drain gate and the source leads. The fet failure occurred approximately 1.5 years after it was manufactured. No patient, user or environmental safety concerns were identified. The correction was to replace fet q11. The device was then tested and it passed as per final test procedure.